Event description:
Additional information: it was reported that the patient postponed his catheter revision surgery; however, revision was still anticipated. The cause of the malfunction was still unknown. Patient outcome was unknown.

Event description:
Additional information reported that the portion of the sutureless connector between the pump and the distal section of the catheter broke completely. The patient had the catheter revision on (B)(6) 2012. A new sutureless connector was put in for the patient and the therapy was resumed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found that the catheter body was broken and that the sutureless connector had an indent in the seal. It was noted that both breaks in the catheter occurred where each strain relief shroud came to an end.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model# 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the proximal segment of the catheter was not connected near the pump connector. Drug delivery location of symptom/issue was the catheter track. The patient was referred for a catheter revision. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.